Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2016 a perceval size 21 mm was implanted. In (B)(6) 2017, the patient presented with max and mean gradients of 28 mmhg and 15 mmhg, respectively. On (B)(6) 2017, a valve-in-valve was performed (mosaic valve implanted) due to paravalvular leak with moderate-severe regurgitation and high gradients up to 28 mmhg. Following the re-operation, he patient exhibited stable haemodynamics, good lv contraction, and the valve was functioning well, without paravalvular leak. Moderate-severe mitral and tricuspid valve insufficiency were noted.

Manufacturer narrative:
New information received jan. 12 2017. Gradients referred to (B)(6) 2017, after the tavi procedure. A review of the tee on (B)(6) 2017 showed severe paravalvular leakage in the area adjacent to the interatrial septum (non coronary sv position) due to malposition of the stent to the wall. There is also mild central aortic regurgitation without affect to the leaflets. The partial manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(4) were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Because we did not receive the device then no further investigations can be preformed. However, based on the tee performed it can be inferred that the device was malpositioned and the event is therefore attributable to user error. (B)(4).

Event description:
In (B)(6) 2016, a perceval size 21 mm was implanted in a redo avr, to replace a previously implanted mosaic valve. The patient later presented with max and mean gradients of 28 mmhg and 14 mmhg, respectively. On (B)(6) 2017, a valve-in-valve was performed due to paravalvular leak with moderate-severe regurgitation and high gradients. Following this re-operation, the patient exhibited stable haemodynamics, good lv contraction, and the valve was functioning well, without paravalvular leak. Moderate-severe mitral and tricuspid valve insufficiency were noted. In (B)(6) 2017, the maximum aortic gradient was reported to be 28 mmhg, and the mean aortic gradient was 15 mmhg.